Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced high blood glucose and ketones of 4.9 due to a no power issue with the pump. The patient reportedly disconnected from the pump and was treated by the emergency medical services with insulin injections and glucose at the emergency room. The patient reportedly remained in the hospital. Animas customer technical support (cts) reportedly reviewed the pump: there was no indication of damage to the battery compartment or battery cap. Reportedly there was no visible yellow o-ring and the battery cap secured to the pump per instructions for use. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a power issue with the pump.